Event description:
I received replacement breast implants in 2007 as a result of a saline rupture. New implants were allergan silicone "gummy" implants. Shortly after implanting, I began to suffer from random joint and spine pain, headaches, chronic fatigue, flu like symptoms off and on. Although I received many diagnosis over the years of possible ailments, blood work never supported these diagnoses. I also did not improve despite various, numerous expensive treatments, lifestyle changes, as well as many different types of medication and herbal treatments. I became disabled and bed ridden at (B)(6) with no known cause that drs could or would identify. My gynecologist mentioned implants and potential health issues to me. The first medical dr to offer me some assistance. I explanted in (B)(6) 2018. I felt immediate, significant, noticeable and measureable relief. I have improved 80% and continue to improve daily. I went from basically bed ridden with 60+ symptoms to working exercising, and participating in life again.